Event description:
It was reported a patient underwent a laparoscorpic ventral hernia repair on an unknown date and mesh was implanted. The patient developed a recurrenct hernia

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01359. The same patient is represented in each medwatch.